Event description:
It was reported that a malfunction occurred with the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which the customer followed without recurrence of the malfunction. The customer was advised to continue using the pump and to contact support again if the issue reappeared.